Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('pain (pelvic pain) like two screwdrivers drilling me in the sides hips'), device breakage ('breakage (essure fragments left after removal, a 1mm particle)') and genital haemorrhage ('it wasn't long before she was bleeding again') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and complication of device removal ("breakage (essure fragments left after removal, a 1mm particle)"). The patient was treated with surgery (essure removal (just take the coils, tubes only)). Essure was removed. At the time of the report, the pelvic pain, device breakage, genital haemorrhage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: report received from media "the fifth estate - cbc news network (television)". Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on an unknown date: test found a 1mm metal particle in there. Left from the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("pain (pelvic pain) like two screwdrivers drilling me in the sides hips"), device breakage ("breakage (essure fragments left after removal, a 1mm particle)") and genital haemorrhage ("it wasn't long before she was bleeding again") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and complication of device removal ("breakage (essure fragments left after removal, a 1mm particle)"). The patient was treated with surgery (essure removal (just take the coils, tubes only). Essure was removed. At the time of the report, the pelvic pain, device breakage, genital haemorrhage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: report received from media "the fifth estate, cbc news network (television)". Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip: on an unknown date: test found a 1mm metal particle in there. Left from the essure. Amendment: the report was amended on 15-feb-2019 for the following reason: coding request from 14-feb-2018: the event "breakage (essure fragments left after removal, a 1mm particle)" was split to meddra llt device breakage and meddra llt contraceptive device removal incomplete. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("pain (pelvic pain) like two screwdrivers drilling me in the sides hips"), device breakage ("breakage (essure fragments left after removal, a 1mm particle)") and genital haemorrhage ("it wasn't long before she was bleeding again") in a female patient who had essure inserted. The patient's medical history included parity 3. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removal (just take the coils, tubes only)). Essure was removed. At the time of the report, the pelvic pain, device breakage and genital haemorrhage outcome was unknown. The reporter considered device breakage, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: report received from media (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on an unknown date: test found a 1mm metal particle in there. Left from the essure.. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.